Event description:
The autopulse system was deployed on a 100-110 kg pt with a fairly large chest. The chest compression assembly (cca) broke on the first compression. The rescuer reverted to manual CPR.